Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and igbt snubber board were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system stopped working in the middle of a procedure (shut down). There is no report of pt injury associated with this event.